Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. The patient was intermittently hospitalized for an unrelated condition during this time. Twenty-four days after the breach occurred, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.